Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the angiocath 18g x 1.88in was not flexible during the puncture and venous access was lost as a result. The following information was provided by the initial reporter, translated from portuguese to english: "intravenous catheter not flexible to venous punction. It facilitate the loose of the venous acess. It is not specific of one lot number or catheter number. All of this brand presents the same problem"

Manufacturer narrative:
Investigation summary: bd was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that the angiocath 18g x 1.88in was not flexible during the puncture and venous access was lost as a result. The following information was provided by the initial reporter, translated from portuguese to english: "intravenous catheter not flexible to venous punction. It facilitate the loose of the venous acess. It is not specific of one lot number or catheter number. All of this brand presents the same problem."